Event description:
It was reported that the lead was explanted and replaced due to an insulation anomaly. Patient condition was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 49.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.4-13.8cm and 8.8-14.2cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.3-5.6cm from the lead tip. The re conductors were fractured at this location, consistent with fatigue. Fractures of the rv conductors were noted under the rv shock coil at 6.0cm from the lead tip, consistent with fatigue.